Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.